Event description:
It was reported that this right ventricular (rv) lead's threshold value had increased immediately after implant. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field d6: implant date.

Event description:
It was reported that this right ventricular (rv) lead's threshold value had increased immediately after implant. This lead was explanted and replaced. No additional adverse patient effects were reported.